Event description:
On (B)(6) 2014: (B)(4) was implanted. Reportedly, strong curve was admitted at the stenosis, but no problem occurred at implantation. On 1/5/2015: vomiturition admitted, as well as loss of appetite. On (B)(6) 2015: pt required immediate hospitalization and CT scan admitted stent fracture. On (B)(6) 2015: stent fractured at p-ring where it was free in stomach. Fractured part was removed and another ddt2212 was implanted.

Manufacturer narrative:
Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. 2